Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular demand pacing (vvir) for the implantable pulse generator (ipg) was automatically selected on the programmer regardless of the current pacing mode, if 'off' was selected in the atrium sensitivity setting. It was speculated that this was due to the programming of the software and a program system error. It was noted that parameter setting 'was done as initial interrogation value'. No patient complications have been reported as a result of this event.